Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and event information, but it was not received.

Event description:
It was reported the patient's ipg was replaced for an unknown reason.